Event description:
On (B)(6), an amazon customer commented that the product was false negative. The customer took two of these tests, followed the directions and still got a false negative twice, and the user said he/she was fortunate to go to urgent care to make sure, and that he/she does not recommend this product. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.